Event description:
The irrigation pinch valve sticks, causing intermittent irrigation and the "phaco cal required" message appears when this veterinary unit is being used. Both problems are intermittent.